Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.

Event description:
It was reported that the customer did not charge the pump and the pump shutdown. The pump was plugged into a power source and a malfunction code was received. The customer's blood glucose (bg) level was 257 mg/dl and per the contact, the bg level was "a normal bg" for the customer. The customer was to use insulin injections for insulin therapy.